Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a leak at the flow cell waste line quick disconnect fittings. The fse replaced the waste line and the quick disconnect fittings, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the cytomics fc 500 mpl flow cytometer. The volume of the leak was about 1/4 cup and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.